Manufacturer narrative:
On 04/15/2021 - the product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) exhibited conductor fracture insulation, noise, loss of capture associated and dislodged, these was confirmed by x-ray and fluoroscopy. The physician decided to make explant this ra lead and a new lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
This ingevity lead was returned intact to boston scientific's post market quality assurance laboratory, the lead was thoroughly analyzed. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Visual inspection confirmed that the outer conductor coil had a break approximately ~ 233mm from the terminal end. Due to the location and the type of damage exhibited, it was concluded that this observation is consistent with clavicle/first rib crush. Also, the insulation had a bend approximately 217mm from the terminal pin. The analysis concluded that the clinical observations of list observation(s) that were due to fracture were likely caused by the confirmed fracture. (B)(6) 2021 - the product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) exhibited conductor fracture insulation, noise, loss of capture associated and dislodged, these was confirmed by x-ray and fluoroscopy. The physician decided to make explant this ra lead and a new lead was successfully placed. No additional adverse patient effects were reported. The ra has been received for analysis.